Event description:
It was reported by the physician that her patient was set to 0ma output current rather than the intended dose. She stated that she normally does system diagnostics during every visit and is not sure if last time her diagnostics was interrupted. She also reported that the patient was unable to feel stimulation and noticed worsening of her depression. New handheld has been sent the physician and the old handheld is returned back to manufacturer for product analysis. Follow up with the physician reveled that due to settings being switched to 0ma, the patient felt no stimulation and started having depression. The physician also stated that the depression was getting bad, but it was not above pre-vns baseline. The patient's device is programmed back to desired settings and is now doing fine.